Event description:
The ge oec 9800 fluoroscopy sys locked-up on several occasions over the last few mos. There was no adverse effect to any pts due to this issue, and in each instance, the user stated the sys was corrected with a reboot.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found narrowed the issue to the fluoro functions board. The ffb was removed and replaced. Additionally, power supplies and outputs were checked, the sys was tested and found to be working as intended. The facility stated that there was no adverse affect to any pt due to this issue. No further info with respect to pts was provided. The sys was released to the customer for use.